Manufacturer narrative:
The device has been requested but has not been returned to the manufacturer. The meter serial number was not provided. The owner's guide and previous field returns have been reviewed. The owner's guide clearly states: 'if all the display segments do not flash on (each time your meter is activated), do not use the meter. Call customer care immediately.' There is no indication this was done. There was no indication a healthcare professional was contacted when the meter did not activate. Without the meter, the root cause of the incident cannot be determined. This event will continue to be trended.

Event description:
The reporter alleges that because the bgstar meter did not power on, the patient was not able to test his blood-glucose and experienced an epileptic attack. The patient was driving his car at the time of the attack. This caused him to crash his car. The patient was hospitalized. The customer had previously contacted customer service. Control solution tests performed by the customer was within range. The customer confirmed the meter was working ok at the time.